Event description:
It was reported that during the spinal cord stimulation lead revision procedure where electrocautery was used (see MFR. 3006630150-2023-07766), the already implanted implantable pulse generator (ipg) battery was damaged and no longer able to communicate with other devices, therefore, the ipg was replaced. The ipg will not be returned as the medical facility discarded the device.